Manufacturer narrative:
(B)(4). G2 - foreign: switzerland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision due to a broken stem approximately thirty years post initial implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d1, g3, g6, h2, h3, h4, h6, h10.

Event description:
No additional event information is available at this time.

Event description:
It was reported that patient with history of bone cancer underwent a second hip revision approximately 3 year after the first revision due to fracture of the stem implant. During the revision noted failure to osteointegration on proximal stem. The stem was removed with extended trochanteric osteotomy and wires and bone grafts used to correct the cuts. Attempts have been made and no additional event information is available at this time.

Manufacturer narrative:
Both the wagner stem and ceramic femoral head were returned to the post market surveillance team for examination. The femoral head is assembled with the stem. The stem has fractured into two fragments and the fracture is located below the neck area in the proximal part of the stem¿s anchoring area. The fracture surface of the proximal fragment of the stem shows beach lines originating from the most lateral flute of the stem. Additionally, there is a slight discoloration at the origins of the fracture to be seen. When investigating the fracture surface of the distal fracture fragment, no clear beach lines can be seen due to polished surfaces. Next to the fracture origin an indentation can be observed at the edge of the aforementioned flute. The overall condition of the stem can be described as heavily worn due to numerous scratches, polished surfaces and indentations on both the proximal and distal fragments. A drill hole for the extraction of the distal fragment is present. Additionally, the final third of the stem from distal shows bone on-growth. No product engraving other than "sap 397", which is inconclusive for the correct identification of the device, can be identified on the stem. The ceramic femoral head is inconspicuous but shows several metallic smearing primarily in the seating area and less on the articulating surface. A review of the device manufacturing records could not be performed due to missing lot number. Based on the received products, the reported event of stem fracture can be confirmed. On the fracture surface of the proximal fragment of the stem, beach lines are visible which point to a fatigue fracture. The fracture origins are located at the most lateral flute of the stem. Additionally, there is a slight discoloration of unknown source to be seen at the fracture origins. Upon further examination of the aforementioned lateral flute of the stem, an indentation can be seen. It is unknown if this indentation caused or contributed to the reported event of stem fracture, or if this resulted due to the fracture. A review of the radiographic images provided identified radiolucency along the proximal implant, which could possibly contribute to the sequence of events leading to the implant fracture. If and/ or to what extend other factors of the patient¿s medical history such as the revision surgery for the bone fracture, the bone fracture itself and / or the ewing¿s sarcoma may have contributed cannot be determined. Unfortunately, with the limited product information, only a limited investigation could be performed. Therefore, based on the results of the investigation, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5, b7, g3, g6, h2, h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Both the wagner stem and ceramic femoral head were returned to the post market surveillance team for examination. The femoral head is assembled with the stem. The stem has fractured into two fragments and the fracture is located below the neck area in the proximal part of the stem¿s anchoring area. The fracture surface of the proximal fragment of the stem shows beach lines originating from the most lateral flute of the stem. Additionally, there is a slight discoloration at the origins of the fracture to be seen. When investigating the fracture surface of the distal fracture fragment, no clear beach lines can be seen due to polished surfaces. Next to the fracture origin an indentation can be observed at the edge of the aforementioned flute. The overall condition of the stem can be described as heavily worn due to numerous scratches, polished surfaces and indentations on both the proximal and distal fragments. A drill hole for the extraction of the distal fragment is present. Additionally, the final third of the stem from distal shows bone on-growth. The ceramic femoral head is inconspicuous but shows several metallic smearing primarily in the seating area and less on the articulating surface. A review of the device manufacturing records confirmed no abnormalities or deviations. The wagner stem is a custom-made design in which only one device was manufactured for the part number. Therefore, no complaint history was performed. Based on the received products, the reported event of stem fracture can be confirmed. On the fracture surface of the proximal fragment of the stem, beach lines are visible which point to a fatigue fracture. The fracture origins are located at the most lateral flute of the stem. Additionally, there is a slight discoloration of unknown source to be seen at the fracture origins. Upon further examination of the aforementioned lateral flute of the stem, an indentation can be seen. It is unknown if this indentation caused or contributed to the reported event of stem fracture, or if this resulted due to the fracture. A review of the radiographic images provided identified radiolucency along the proximal implant, which could possibly contribute to the sequence of events leading to the implant fracture. If and/ or to what extend other factors of the patient¿s medical history such as the revision surgery for the bone fracture, the bone fracture itself and / or the ewing¿s sarcoma may have contributed cannot be determined. Based on the results of the investigation, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.